Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in left anterior descending (lad) artery with heavy calcification. The 2.8x19mm graftmaster covered stent was attempted to be advanced to the target lesion; however, the graftmaster stent failed to advance due to the anatomy, although several attempts were made. Therefore, the graftmaster device was removed from the patient. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.